Manufacturer narrative:
Cause - all four casters worn out. This bed found in store room. No one injured. Replaced brake/steer caster to resolve.

Event description:
Brake system down, not holding brake.